Event description:
It was reported that pump experienced malfunction alarm with no notable events occurring beforehand. There was no reported impact to the customer¿s blood glucose level. Customer had already performed pump reset before calling and received assistance from technical support to turn pump back on, malfunction did not recur after reset, customer was advised to continue using pump and to call back if problem returned, and caller acknowledged instructions.